Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 2 days. The cause of death was not reported. It is unknown if the death was device related. No further details were reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using an antegrade puncture of the common femoral artery after an interventional procedure. Reportedly, "a cuff miss occurred when plunger was removed. None of the needles were connected with the suture link." The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the entire monofilament was returned loose with the posterior cuff and posterior needle tip remaining attached to the rail-end. The link, which connects the anterior cuff with the posterior cuff, was detached from the distal-end of the anterior cuff. The anterior needle remained engaged to anterior cuff. Based on the investigation findings, the link was pulled out from the distal-end of the anterior cuff. The link connects the anterior cuff with the posterior cuff; if the link detaches from the distal-end of the anterior cuff, the monofilament will not be present during needle plunger withdrawal and can appear very similar to a needle-to-cuff miss. The detachment of the link from the distal-end of the anterior cuff is likely the result of resistance or drag encountered during the procedure. In addition, it was reported the device was used for arteriotomy closure using an antegrade puncture of the common femoral artery. Per the instructions for use, under special patient populations, the safety and effectiveness of the perclose proglide smc device have not been established in patient populations with antegrade punctures. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Patient selection. The device is expected to be returned for evaluation. It has not yet been received.